Manufacturer narrative:
The device is not returned. An evaluation is done based on communication and historical data. This supplemental report is being submitted to provide this information. A correction is also being made to submit information available but not included in the initial MDR. Correction information is: the customer communicated that the issue of the device was resolved but no details of how this was done are available. The customer had been given directions to check for debris on the device processor socket or any damage and to send it in for repair if any damage were found. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was a fuzzy image displayed and then goes blank. Customer reported the issue was resolved and did not return the device. The likely cause of the issue to be caused by the handling of the equipment. The instructions for use includes the following statements: image does not display. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Image becomes blurred. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the device displayed a fuzzy image and then goes blank. There was no patient injury reported.